Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1,g2(unmark company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegations of air leakage and no air output were not confirmed. Additionally, during the evaluation, it was found that the screen blacked out with a buzzing sound when turning on the device. This issue was due to a defective printed circuit board. Based on the investigation results, a definitive root cause for the air leakage and no air output could not be determined. Additionally, the event screen blackout with an alarm is likely due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit had exhibited air leakage and produced no gas output. The issue occurred during reprocessing. There were no reports of patient involvement.